Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset, and the caller plans to reset the pump when ready, with a promise to follow up if the issue persists.